Event description:
It was reported that the markings were not visible on the catheter which delayed the user for completion of the procedure.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to inadequate material selection (poor adherence of printing ink to surface or poor background color choice). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required due to the reported event was unlikely to be caused by the user. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the markings were not visible on the catheter, which delayed the user for completion of the procedure.